Event description:
During the evaluation of a sample being returned for a different issue, evaluaiton results confirmed a leak in the tubing of the trnasfer set. Affiliate reported no patient injury or medical intervention associated with this incident.